Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this programmer was thoroughly inspected and analyzed. The programmer was confirmed to exhibit a product performance issue. The programmer was opened in order to assess the internal components. Detailed inspection identified an internal electrical component that had melted and shorted resulting in the reported clinical observations. There is no evidence of abuse or mishandling. Following repair of the unit, this programmer operated as expected.

Event description:
Boston scientific received information that this programmer shut off when the lid was closed at best a few inches. Further, when rebooting, a green light in the upper hand side came on with screen issue. This programmer was returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
The device manufacture date for this product is may 4, 2007.